Event description:
(B)(4). Insurance covered this procedure . Severe depression and anxiety, nausea, muscle spasms. Pelvic pain, headaches, brain fog, heavy bleeding that has not stopped since device was placed, tiredness, weakness, lethargic, sleepy, mood swings, pain with intercourse, rapid heart rate, high blood pressure.